Event description:
The customer stated that the folate control values, run on the architect analyzer, has shifted down. The customer received the investigation notice with the new daily procedure. The customer stated that the issue was resolved after de-contaminating the analyzer. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.